Event description:
The unit was inserted into subcutaneous tissue. When the needle/stylet assembly was retracted, it snapped, leaving a portion of the needle/stylet in the line. No portion of the needle/stylet assembly was left inside the patient, however, the IV had to be removed and another device inserted.

Manufacturer narrative:
The sample was received on (B)(6) 2011 and is currently being evaluated. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).